Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump was received with dog chewed marks on the keypad overlay, back of the case near the battery compartment and reservoir compartment. Pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump was damaged by dog chewed. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.